Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer, orthopaedic consultant reported via the (B)(6) that a revision surgery of a left hip had taken place. The report stated that the initial implantation took place on the (B)(6) 2002. It was further added by the sales rep that the stem had snapped.